Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that threshold suspend was inappropriately activated due to sensor glucose verses blood glucose difference. The customer's blood glucose at the time of the incident was 151 mg/dl. At the time of the event, the sensor glucose reading was 49 mg/dl. The customer tried to calibrate and they received calibration not accepted error, which led to change sensor error. The customer was assisted with troubleshooting. The sensor will not be returned for analysis.